Event description:
2 cm air bubble noted in babies uac line. Bubble found after the transducer and just before the uac line connection to the IV tubing. Air was removed without incident. Line had been flushed prior to set up. Manufacturer response (per site reporter). Pending.